Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen. The patient utilized a tandem insulin pump as the display device. At the time of the event the patient was sleeping, and the spouse awakened because she heard his heavy, labored breathing. He was gasping for air and had difficulty breathing. He was sweating profusely and did not respond when she attempted to wake him up. The tandem display screen showed 3 dashes, and no readings. The last reading based upon the graph was around 200 mg/d, and the pump infused an unspecified amount of insulin based upon that value. The spouse checked his bg value with a glucometer and the bg fs was 22 mg/dl. She administered a glucagon injection (unspecified dosage) and called emergency medical services (ems). Upon paramedic arrival they administered IV glucose, he regained consciousness within 30 minutes and his blood sugar increased to 300 mg/dl he was transported to the hospital where the sensor was removed. The initial lab bg value was 112 mg/dl. He remained at the emergency room 7 hours and after his condition improved, was transferred to a regular ward. He received his regular medications including insulin, and remained two days for observation and treatment. After his bg level stabilized, he was discharged home. At the time of the report he felt fine. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.